Event description:
It was reported the patient experienced ineffective stimulation due to two leads migrating. X-rays confirmed the migration. Surgical intervention took place wherein both leads were explanted and replaced to address the issue. Effective stimulation was restored post-op.

Manufacturer narrative:
Date of event is estimated.